Event description:
Event reported by facility. Event occurred 1 1/2 hours into the treatment. Pt experienced abdominal pain and was administered tetralah. Hemolysis was confirmed by lab results according to the facility. Pt did finish treatment and was discharged in stable condition. The sample is available for examination. Medwatch filed on the medical intervention.